Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The customer mentioned the following: "the peg tube was decided to be left in the lower pouch, since the catheter made an acute turn in the stomach and the inner catheter was not able to be left by itself in the lower pouch. This was done to prevent the catheter from falling into the stomach. The balloon of the peg was not used." "The acute angle of the peg tube in the stomach, because of the location of the stoma was creating tension on the distal end of the catheter (where magnet is located) which pushed its way to break through the mucosa and create the leak." The placement and use of the device was not in accordance with the instructions for use. Specifically, the peg tube was placed within the pouch, instead of the stomach, the balloon portion of the device was not used for retention. The IFU states the following: "the bolster should rest gently on skin surface.excessive traction on feeding tube may cause premature removal, damage to gastric mucosa and abdominal wall, fatigue or failure of device." "Gently advance gastric tube over the pre-positioned wire guide into stoma site until balloon is completely in stomach. Note: maintain insertion angle perpendicular to the surface of the skin." "Advance gastric inner magnet catheter over wire guide to the most distal portion of the lower esophageal pouch." "Securely attach sterile syringe filled with 5 ml sterile or distilled water to "inflation only 5 ml" port on gastric catheter and inflate balloon. Caution: only use sterile or distilled water for balloon inflation. Do not use air." "Withdraw balloon catheter gently until tension is felt as balloon rests against stomach wall." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that this device was used abnormally as described above, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to repair a pre-existing esophageal atresia, the physician used a cook flourish pediatric esophageal atresia device. The device was implanted on (B)(6) 2020. The upper catheter with magnet was introduced orally. The lower magnet was introduced through the established stoma and the magnet was placed in the lower esophageal pouch. The peg tube was decided to be left in the lower pouch, since the catheter made an acute turn in the stomach and the inner catheter was not able to be left by itself in the lower pouch. This was done to prevent the catheter from falling into the stomach. The balloon of the peg was not used. On (B)(6) 2020, the surgeon injected contrast through the peg and found a leak in the lower esophageal pouch. The surgeon decided to remove the flourish device to allow the esophageal pouch to heal. Surgeon will let it heal and will repair the atresia surgically. Further information was received on 07-feb-2020: the physician stated that the leak was not likely caused by the force of the magnets, because the upper and lower magnets did not meet in the location of the leak. This was likely due to the anatomy of the patient and location of the pre-existing stoma. The following clarifying information was received on 13-feb-2020: the peg tube remained in the patient after placement of the flourish device because the patient¿s lower esophageal pouch was shallow and the magnets needed some support. This was due to the angle of the pre-existing stoma placement which occurred shortly after the patient was born. The magnets made some progress, but did not form anastomosis because a leak was noted in the patient¿s lower esophageal pouch. The peg and flourish were removed and the leak healed on its own without further treatment besides placement of the chest tube. The physician intends to perform surgery to repair the anastomosis in the future. The leak was in the same location as the lower magnet. The following clarification was received on 28-feb-2020: if the force of the magnets would have been the [causing or contributing] factor, the magnets would have come together. The leak was more from two things; one, the peg tube was introduced all the way up into the lower pouch. The reason the physician decided to do this was because the inner catheter was not staying in place and the magnet kept falling back into the stomach [due to the patient's shallow lower esophageal pouch]. Second, the acute angle of the peg tube in the stomach, because of the location of the stoma was creating tension on the distal end of the catheter (where magnet is located) which pushed its way to break through the mucosa and create the leak. A section of the device did not remain inside the patient¿s body. The patient experienced an esophageal leak at the area of the lower magnet and required placement of a chest tube. Surgery to repair the pre-existing anastomosis is required and will be performed because the device did not achieve anastomosis due to it being removed prematurely.

Manufacturer narrative:
This investigation is on-going. A follow-up emdr report will be provided upon completion of the investigation.

Event description:
During an endoscopic procedure to repair a pre-existing esophageal atresia, the physician used a cook flourish pediatric esophageal atresia device. The device was implanted on (B)(6) 2020. The upper catheter with magnet was introduced orally. The lower magnet was introduced through the established stoma and the magnet was placed in the lower esophageal pouch. The peg tube was decided to be left in the lower pouch, since the catheter made an acute turn in the stomach and the inner catheter was not able to be left by itself in the lower pouch. This was done to prevent the catheter from falling into the stomach. The balloon of the peg was not used. On (B)(6) 2020, the surgeon injected contrast through the peg and found a leak in the lower esophageal pouch. The surgeon decided to remove the flourish device to allow the esophageal pouch to heal. Surgeon will let it heal and will repair the atresia surgically. Further information was received on 07-feb-2020: the physician stated that the leak was not likely caused by the force of the magnets, because the upper and lower magnets did not meet in the location of the leak. This was likely due to the anatomy of the patient and location of the pre-existing stoma. The following clarifying information was received on 13-feb-2020: the peg tube remained in the patient after placement of the flourish device because the patient¿s lower esophageal pouch was shallow and the magnets needed some support. This was due to the angle of the pre-existing stoma placement which occurred shortly after the patient was born. The magnets made some progress, but did not form anastomosis because a leak was noted in the patient¿s lower esophageal pouch. The peg and flourish were removed and the leak healed on its own without further treatment besides placement of the chest tube. The physician intends to perform surgery to repair the anastomosis in the future. The leak was in the same location as the lower magnet. The following clarification was received on 28-feb-2020: if the force of the magnets would have been the [causing or contributing] factor, the magnets would have come together. The leak was more from two things; one, the peg tube was introduced all the way up into the lower pouch. The reason the physician decided to do this was because the inner catheter was not staying in place and the magnet kept falling back into the stomach [due to the patient's shallow lower esophageal pouch]. Second, the acute angle of the peg tube in the stomach, because of the location of the stoma was creating tension on the distal end of the catheter (where magnet is located) which pushed its way to break through the mucosa and create the leak. A section of the device did not remain inside the patient¿s body. The patient experienced an esophageal leak at the area of the lower magnet and required placement of a chest tube. Surgery to repair the pre-existing anastomosis is required and will be performed because the device did not achieve anastomosis due to it being removed prematurely.